Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed the investigation. Failure analysis investigation confirmed the customer's reported complaint. The instrument was found to have a broken proximal clevis. One ear of the proximal clevis was found to be breaking off and hanging at the wrist, but material did not appear to be missing. The other clevis ear had broken off at the wrist assembly, allowing the associated grip tips to fall out as well. The clevis ear, grip tip, and internal components all appeared to have been returned with the instrument. No material appeared to be missing. The root cause was attributed to the user. Additionally, the entire heat shrink assembly that wraps around the clevis and grip assembly base was no longer present at the wrist assembly. Material, approximately 0.69" x 0.44", was missing and not returned by the customer. The root cause was attributed to user mishandling/misuse. Failure analysis found the additional failure of the missing heat shrink to be related to the customer's reported complaint. A review of the instrument log for part number: 478093-03 batch/lot number: l10220606-0112 associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 on system (B)(4) with 0 lives remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end).

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure that the fenestrated bipolar forceps instrument broke inside of the patient. The fragments were retrieved during the procedure. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the assistant retrieved the fragments with a laparoscopic grasper instrument. The staff visualized that all fragments were retrieved. There were no additional procedures required. No post operative tests were performed. The instrument was in use 2 hours and 30 minutes prior to the instrument breaking. The instrument was inspected prior to use with no damage noted. The device fragment fell when the staff was removing the endo. The instrument did not collide with other instruments during the procedure. The instrument was removed during the procedure with the wrist straightened. The wrist was straightened upon final removal of the instrument. There was no resistance upon removal of the instrument. There was no additional damage to the instrument or the cannula. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.